Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Complaint status: in process. (B)(6) reported that pump push out insulin from reservoir. When he let go main button, insulin still dropped. Explained how to fill reservoir to prevent vents block. Cust not able to change set during call. Cust on back-up plan. Adv to try it later and call back in case problem persist. Nothing replace nor return yet. Country: (B)(6), input date: (B)(6) 2017 warranty start: 03/22/2016 warranty end: 03/21/2020 batch - ng1050389h.